Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported slow keypad response which was confirmed during evaluation. Evaluation powered on the device and observed a delayed keypad response time. The processor board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a slow keypad response on all keys on the device. There is a 3-5 second delay after the keys are pressed. The issue was found in the emergency room department. There was no patient involvement. No additional information is available.